Event description:
It was reported that once the surgeon inserted the blue balloon into the common carotid and began to inflate, the balloon ruptured. Another device was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for investigation. However, the provided photos confirmed the report. The common carotid balloon was found ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.